Manufacturer narrative:
Isi did the master tool manipulator (mtm) and performed the failure analysis. During failure analysis, a visual inspection was performed. No external mechanical damage, contamination, or abnormal conditions were observed. The mtm was installed on the surgeon console fixture test platform (sftp) and failed on gravity balance post sine cycle - sh. However, the unit passed after running recalibration sequence without any error. A defective grip housing was found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to confirm sticky gimble grippers on the master tool manipulator (mtm) right. The fse replaced the surgeon side console(ssc) mtm to correct the issue. The system was tested and verified as ready for use. Isi did not receive the product involved with this complaint to perform failure analysis. A review of the provided video was performed by an intuitive surgical, inc. (Isi) advanced failure analysis (afa). The afa confirmed that the gimbal grips are sticking in the video. It cannot be determined why the grips are sticking from the video alone.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, there was a control problem when attempting to close the jaws of an instrument. The clinical sales representative (csr) contacted the technical support engineer (tse) after the procedure had ended and reported this issue, stating that it was noted on the second surgeon console, specifically on the right-hand control. The technical support engineer (tse) inquired whether the sterile adaptor and instrument had been reseated and whether the instrument had been tested on another arm to see if the problem persisted with a different instrument. However, since the procedure had concluded, the csr was no longer in the operating room and could not verify these actions with the surgeon. The tse suggested that the issue might be related to a grip problem and advised that during operations involving two surgeon consoles, controls should be properly transferred between consoles. When problems occur, the controls need to be given to and taken from the other console as appropriate. The procedure was completed with no reported injuries. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the field service engineer replaced the right hand control because the original was found to be defective. The issue was therefore not related to the instrument itself, but rather to the hand control. The video recording of the issue was provided for reference.